Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 99% stenosed target lesion was an in-stent restenosis of a previously implanted stent located in the moderately tortuous and moderately calcified iliac artery. After a guide wire crossed the lesion, an 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and dilatation was completed with an 8mm x 2cm mustang¿ balloon catheter. Blood flow was recovered and the procedure was completed. No patient complications were reported and the patient's status was good.